Manufacturer narrative:
Evaluation: method = device remains implanted. Additional manufacturer narrative: despite multiple attempts, no additional information was provided such as the serial number, cause of death, or possible relationship of edwards' device to event. Therefore, with current information, no further investigation can be performed.

Event description:
Per clinical affairs, a patient expired wth a edwards 25mm magna aortic valve still implanted, implant duration of approximately 2 years. No additional information available at this time, and no indication of a device relationship to this event.